Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the shaft snapped while being positioned within a trocar during the dissection step. It was noted that the shaft did not completely break/snap off. The surgeon alleged that the patient¿s large size and the weight of tissue above the shaft contributed to the shaft snapping. The device was reported to have been plugged into a generator at the time and another device was used successfully with the same generator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.